Manufacturer narrative:
(B)(4). (B)(6). This is a report of use error, where the patient failed to verify the line was primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a customer failed to follow therapy steps while performing peritoneal dialysis therapy. This occurred during dwell one of four. During troubleshooting, it was discovered the patient did not verify the line was fully primed before connecting to the set-up. The technical service representative reviewed proper procedure and assisted in ending therapy. The patient would complete therapy with new supplies. There was no medical intervention associated with this event. No additional information is available.